Event description:
It was reported that the bd alaris secondary set experienced component separation and leakage. The following information was provided by the initial reporter: a secondary tubing that disconnected and broke apart beneath the drip chamber in the medical oncology clinic.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris secondary set experienced component separation and leakage. The following information was provided by the initial reporter: a secondary tubing that disconnected and broke apart beneath the drip chamber in the medical oncology clinic.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jul-2022 h6: investigation summary: one sample was received with the complaint of separation. The drip chamber separation was noticed when the sample was received and verified the complaint. The set was analyzed under microscope to further evaluate the failure. The root cause was attributed to the solvent assembly process. There was not enough solvent applied to the connections. Several variable were found that could affect the performance of the solvent dispenser, and a quality improvement plan is now underway to mitigate the risk of recurrence. A device history record review for model 11448964 lot number 21129745 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23dec2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.